Manufacturer narrative:
No complaint was received with the return of the device. Final analysis found that the insulation was abraded at 4.9cm to 5.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.